Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation; however, data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available. It was determined that loss of connection was related to the mobile application.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available: no data or product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.